Event description:
It was reported the high flow insufflation unit the cavity mode is illuminated and flashes between normal and small. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.